Event description:
A doctor noticed an anterior capsule tear during phacoemulsification/irrigation and aspiration in a patient's left eye after laser assisted cataract surgery. A three piece sulcus lens was implanted. Phacoemulsification machine was used with purple sleeve. The anterior capsule tear was noticed superiorly and extended posteriorly. All lens material was removed without complications. Patient was reported to be a heavy breather and moved during the laser assisted portion of the surgery. Patient had a small pupil so capsule was changed from 5.2 mm to 4.7mm. Capsulotomy, lens chop, arcuate and primary incision were completed as planned. During capsulotomy, early anterior bubble formation superiorly was noted. Gutter was inspected carefully around capsule at the microscope. A check was done with a cystatome and capsule was removed. The doctor noted a free floating capsule. During hydro dissection, the lens came forwarded slightly. The doctor feel that the capsulotomy may have not had a clear edge since the patient had some movement caused by the heavy breathing. In the opinion of the reporter, the capsule incision would of been cleaner if done manually. The doctor feels the tear may have happened either during hydro dissection or quad removal of lens. Additional information has been requested.

Manufacturer narrative:
A review of the customer¿s complaint history for the last 6 months did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).